Event description:
Per email received (B)(6), 2014 customer reports: during an unknown patient procedure, the reamer handle broken on distal tip. No patient injury or adverse events were reported as a result of the incident. Procedure was completed without surgical delay.

Manufacturer narrative:
It has been commnicated by the customer that the device will be returned to (B)(4) for evaluation. Once (B)(4) receives the device an investigation will be performed and a supplemental medwatch 3500a form will be submitted.

Manufacturer narrative:
The complaint sample was not returned for evaluation so the reported event could not be confirmed. The manufacturing DHR was reviewed and no discrepancies were found.

Manufacturer narrative:
The complaint sample was returned for evaluation and the reported event was confirmed. A visual evaluation of the complaint sample found it contained numerous dents, and gouges; suggesting this instrument was misused, as the type of deformation and damage observed is not typical of repeated intended use. Instructions for use (IFU) instructs customers as to the products suggested cleaning procedures, and to handle instruments with care, and to discard instruments with damages. Manual surgical instruments have a limited life span which is generally determined by wear or damage due to repeated intended use. It is unknown as to how many surgical procedures (cycles), this handle has seen throughout its life in the field. The straight reamer handles have been fatigue tested and validated to the requisite torque limit. The forces applied to the device could come from various sources apart from the surgeon utilizing the device. The root cause is attributed to misuse and torsional overload. No further investigation is required.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.